Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female patient underwent a interventional coronary procedure on (B)(6) 2012. Access was obtained at the mid femoral head via a 6f terumo sheath. Peri-procedure, the patient was anticoagulated with aspirin, plavix, and angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was prepped and deployed per the IFU. The scrub tech noticed a hematoma starting to form after the 60 second hold (after the device removal). The hematoma was described to be 15cm horizontal by 10cm vertical. Manual pressure was held for 40 minutes followed by a femostop. The patient was then transferred to a different floor for further observation. The physician assured that the patient is doing fine and received no blood products or transfusion. The physician also stated that the patient did not experience any hypotension. The patient was discharged on (B)(6) 2012 with no further complications noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.